Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, a pod packing coil (packing coil), and a non-penumbra microcatheter. During the procedure, while advancing a pod coil through the microcatheter, the pod coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed. The same issue occurred with another pod coil and a packing coil. The physician removed the microcatheter containing the detached pod coil and packing coil respectively. The procedure was completed using a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2025-00214: 1. Section b. Box 5. Describe event or problem. Evaluation of the second returned pod coil confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pusher assembly was fractured, and the pull wire was retracted from its initial position on the distal end of the pusher assembly. If the pod coil is advanced against resistance damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. The pusher assembly fracture likely contributed to the embolization coil detachment. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is also associated with MFR report number: 1. 3005168196-2025-00215.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a non-penumbra microcatheter. During the procedure, while advancing a pod coil through the microcatheter, the pod coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed. It was reported that the physician was unable to implant a pod coil and a pod packing coil (packing coil) and no additional details are available. Therefore, both coils were removed. The procedure was completed using a new microcatheter. There was no report of an adverse effect to the patient.